Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements.. No further follow-up is planned. This report is associated with 1819470-2017-00155 and 1819470-2017-00156, since there is more than one device implicated. Evaluation summary: a female patient reported her humapen ergo ii device did not click when the injection button was pushed down. In addition, insulin leaked from the needle after it was "pulled out." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant:(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complain (pc), concerned a (B)(6) female patient of unknown origin. Medical history included hypertension. Concomitant medications included, metformin and combination of insulin human with insulin human injection and isophane all used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix25) via cartridge from a reusable pen (humapen ergo ii), subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in the end of year 2016 initial dose and frequency were not reported. She was also using insulin lispro (rdna origin) (humalog 3ml: 300 iu) ) via cartridge from a reusable pen (humapen ergo ii), 10 units in morning, 10 units in noon and 10 units in night, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in the end of year 2016. On an unknown date while on insulin lispro protamine suspension 75%/insulin lispro 25%, her blood glucose was not controlled well (values and reference range not provided), so she was admitted into the hospital. Her physician changed the insulin lispro protamine suspension 75%/insulin lispro 25% to insulin lispro. On an unknown date in (B)(6) 2017 (specific time was unknown), she failed to inject insulin lispro into her body because of injection pen fault. Information regarding corrective treatment was not reported. Outcome of the events was reported as unknown. Insulin lispro treatment was continued. The operator of the devices was patient and her training status was not provided. The suspect devices humapen ergo ii (lot: unknown), humapen ergo ii (lot: 0801d05 and 1208d02) duration of use was not reported. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or insulin lispro and did not provide an opinion of relatedness with humapen ergo ii. Update 22aug2017: updated medwatch fields for expedited device reporting. No new information added. Update 05sep2017: additional information received on 05sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch /european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc 4087211 associated with humapen ergo ii device. Added date returned to manufacturer for pc 4087212 associated with humapen ergo ii device. Corresponding fields and narrative updated accordingly.